Event description:
On 8/12/92, a radiologic technologist at marcus daly hospital in hamilton, mt too the gendex high frequeency mobile unit to do a routine portable roentgenographic examination and during the exam, a capacitor inside the mobile unit burst causing a loud noise to erupt. They notified us as to the problem and we inturn notified the manufacturer. Many new components were factory tested and to be field installed tuesday 8/17/92. A new mobile unit is being assembled & scheduled for shipment to replace the faulty unit. This is presently schedule to be shipped the week of aug. 31, 1992invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: factory trained/authorized/owned service organization. Service records available.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, none or unknown. Conclusion: other. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device recalled by manufacturer/distributor, other. The device was not destroyed/disposed of.